Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received unexpected restart and a cold reset was performed. The customer¿s blood glucose was 83 mg/dl. Customer stated that low battery alarm and after cleaning the battery cap and replacing the battery the insulin pump alarmed. Customer reported that they were able to clear the alarm. Customer also reported that the insulin pump did require rewind. Customer was able to complete rewind. Customer troubleshooting was performed. Customer stated that the alarm did occurred shortly after inserting a new battery. Customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed self-test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. However, device alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board.